Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the poly being worn; the surgeon exchanged it for a new one. The patella was also replaced.